Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had a low voltage error code of 1003. A boston scientific technical services (ts) discussed that the fault was appropriately declared. There were no suspicious faults or resets stored within device memory. The therapy was currently unaffected. The battery status indicators were inaccurate as it was not reflecting the depletion condition of the device. The device should be replaced for analysis. There was also a likelihood that the device did not have sufficient reserve to maintain normal therapy functions but this behaviour may change unpredictably. No adverse patient effects were reported. The device remains in service. Additional information received. The device was scheduled for explant. Based on xray result, right atrial (ra) lead had poor sensitivity. It was also noted that the ra lead was loose and was not on the right spot. The device was ra lead was replaced. No additional adverse patient effects were reported. The device and lead were out of service.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.